Manufacturer narrative:
There is no indication that the shell reported in this investigation contributed to the event as it was stated that the dislocation occurred dur to liner wear and not the shell. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported at orthopedic surgery vol.65 no.11. The left tha with omnifit psl cup and omnifit series 2 insert was done at around 15 years before. The patient felt something was wrong in the hip from around 14 years after surgery. The pain and weakness had emerged around 15 years after surgery when she stands up from a sitting position. She was not able to walk, because she had pain and shortening of the left lower leg. Therefore revision surgery of the cup, insert and head were done because the cup deficient in the form of a femoral head, the liner was worn and dislocated from the cup.

Event description:
It was reported at orthopedic surgery vol.65 no.11. The left tha with omnifit psl cup and omnifit series 2 insert was done at around 15 years before. The patient felt something was wrong in the hip from around 14 years after surgery. The pain and weakness had emerged around 15 years after surgery when she stands up from a sitting position. She was not able to walk, because she had pain and shortening of the left lower leg. Therefore revision surgery of the cup, insert and head were done because the cup deficient in the form of a femoral head, the liner was worn and dislocated from the cup.

Manufacturer narrative:
Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Device disposed of at hospital.